Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
Sudden hearing loss with device following head impact on (B)(6) 2026. The user was re-implanted.